Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation, the reported event could not be confirmed. A review of complaint history for the listed part revealed no prior complaints with the same failure mode. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The collet lead screw was stuck in the femoral trial, causing the collet to disassemble and become inoperable. A screw removal tool was stuck in screw. All pieces were returned. The device was manufactured in 2014 and shows signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the screw from the collet broke off and got stuck in the femoral trial. The surgeon was unable to remove the collet from the trial despite trying a few things, including opening a screw removal set. This prevented the surgeon from completing all the steps as he was unable to trial the femoral component. The surgeon decided to continue with the procedure and proceeded to put definitive implants in. No injury was reported. A delay below 30 minutes was reported.